Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient had symptoms of endophthalmitis, red eye, pain and decreased vision that occurred about two weeks following a cataract extraction with intraocular lens (iol) implant procedure. Additional information was provided indicating that the right eye was the affected eye, the onset of the event was on postoperative day 4-7. No cultures were performed. An anterior chamber washout was performed and was effective. The outcome of the event was reported as improving. Additional information was provided indicating anterior chamber inflammation with a small amount of empyema. There was conjunctival redness and swelling. The eyelid was swelling.